Event description:
It was reported that the patient is experiencing difficulty recharging the ipg. The depth of the ipg may be a contributing factor; however, the patient still has stimulation. Follow-up identified the ipg was explanted and replaced on (B)(4) 2014. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.